Event description:
It was reported that during a breast biopsy procedure, while pulling the device out, the end of the plastic sheath was broken and is still in the patient's breast.

Manufacturer narrative:
Date sent: 6/26/2008. Information not provided during initial contact. Information anticipated, but unavailable at this time.